Manufacturer narrative:
Customer report was not confirmed. Continuity testing was not able to confirm any intermittent, open or short conditions in the pacing circuits. No visible defects were observed from catheter body.

Event description:
C-cc-pc - pacing dificulties; the catheter was unable to pace from the beginning.

Manufacturer narrative:
The device was not returned for evaluation.